Event description:
On 12/16/97 following a carotid angiogram, an angio-seal device was placed and hemostasis was successfully achieved. The pt felt pain in her leg following the procedure, but attributed it to the procedure itself. On 12/23/97 (seven days post device deployment) the pt presented to her physician complaining of pain and numbness. Upon exam the pt was found to have no palpable pulses in her right foot. Urokinase was administered with return of pedal pulses. On 12/26/97 the pt again underwent thrombolysis. On 12/27/97, after unsuccessful infusion of urokinase, the pt was taken to the operating room for a right groin embolectomy. The surgeon reported an inflamed and edematous artery, and an endarterectomy was performed. F/u on 12/28/97 states that the pt tolerated the above procedure well. F/u on 1/11/98 with both the inserting physician and the surgeon did not reveal any further reported pt sequelae.